Event description:
Pump #1: initiated pump therapy. Three weeks after starting, pt experienced an "electronic error" and received a replacement pump. Pump #2: four weeks after starting, pt experienced "occlusion" alarm problems, piston rod frequently did not retract.